Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.